Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that a similar event was previously identified, and prior actions were performed. It has been concluded that a potential breakage could occur if used after the expected lifetime or excessive force is applied as this device is a reusable instrument and it is expected to wear over time. Also, the failure rate of this issue is within expected and documented in the risk file. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a thr, the r3 offset impactor broke when impacting. It is unknown if any piece fell into patient. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.